Manufacturer narrative:
Result: missing nurse call cable.

Event description:
It was reported by service report that the nurse call cable was missing. No pt involvement or adverse consequences were reported.